Event description:
It was reported that patient had a vaginal hysterectomy performed in 2001. Subsequently, the patient presented with vaginal bleeding, "persistent suture", and extensive granulation tissue at the vaginal cuff. Physician excised sutures and cauterized tissue.